Manufacturer narrative:
Device evaluation summary: electrode belt sn (B)(4) was not returned. There is no indication of any device malfunction. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A zoll distributor reported that a (B)(6) male pt had developed irritation on his chest. The pt scratched the irritation and the wound became open. The pt developed a yeast infection. The pt physician prescribed medication for the infection. The pt discontinued use of the lifevest. The pt's outcome is unk.